Event description:
It was reported that prior to a stenting treatment procedure the stent prematurely deployed. The target lesion was located in the superficial femoral artery. While removing the 8.0mmx42mm sentinol nitinol biliary stent system from the package, the stent deployed. The device was not used. The procedure was successfully completed with a different device. As there was no contact with the patient, no patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned product revealed the stent was not received. The distal tip of the delivery system was positioned against the distal end of the outer shaft and the hub of the inner support shaft was in the as-manufactured position. The toughy borst valve was received in an open position. Magnified inspection revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure the stent prematurely deployed. The target lesion was located in the superficial femoral artery. While removing the 8.0mmx42mm sentinol nitinol biliary stent system from the package, the stent deployed. The device was not used. The procedure was successfully completed with a different device. As there was no contact with the patient, no patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).